Manufacturer narrative:
A field service engineer (fse) visited the site to assess the device, and the reported problem was confirmed. The main board was replaced to resolve the issue. After replacement, the device passed all calibrations and performance testing as required. The device was confirmed to be operating as expected.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that when powered on, the device showed a password screen. Complainant did not report patient involvement.